Event description:
During operative procedure, the medtronic expand care (implant) fractured during the insertion into the disc space. A portion of the cage migrated to the retroperitoneal space. A second piece has migrated out of the disc space into the foramen. A (B)(6) male for spinal decompression surgery. Surgeon was attempting to insert the medtronic expand cage into the l5-s1 disc space. The cage broke in half. One piece approx 20 mm x 7mm migrated into the retroperitoneal space. The pt was taken to the CT scan to determine where the fractured piece had migrated. The pt was asymptomatic. Surgeon consulted with her partner related to plan of care. Pt recovered without incident. He had pt/ot post surgery. His gait continued to be unsteady upon discharge on (B)(6) 2016. He was discharged to a snf facility for continued treatment. The surgeon decided to remove the fragment on (B)(6) in the operating suite. The cage was explanted and sent to medtronic for analysis. A deep dive was completed and it was determined that this opportunity was not a process, or performance issue related to the provider, or staff performance. Will report to the FDA. The medtronic rep, (B)(4), has reported the event to medtronic. Diagnosis for use: l3-s1 transforaminal lumbar interbody fusion. A deep dive was conducted. No performance or process opportunities were identified.